Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(4). Concomitant medical products: biomet smooth knee stem - #145026, lot #470050; biomet smooth knee stem - #145024, lot #316550; vanguard da 360 tibial tray - #161431, lot #3535584; vanguard ssk 360 femur - #185284, lot #3603059. (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This event was previously reported under MFR 3002806535 - 2017 - 00056.

Event description:
It was reported that the patient underwent a bearing revision due to dislocation.